Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22nov2019.

Event description:
The customer reported that error code air valve liftoff failure appeared during boot-up due to blower failure. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported blower failure issue. The manufacturer¿s international service technician replaced the blower assembly to address the reported problem. The device successfully passed performance specification testing after the repair was completed.